Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was hospitalized for 1 day and treated with IV antibiotics. The recipient was prescribed amoxicillin orally for 10 days. The recipient's infection has resolved and the recipient's device was activated.

Manufacturer narrative:
The recipient reportedly was treated in the emergency room with antibiotics. The recipient was prescribed amoxicillin as a precaution. Additional details regarding treatment will not be provided.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. This is the final report.